Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(4) the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the internal bumper from the peg tube got buried. The peg tube remained implanted and continued to be used for duodopa therapy. The patient received a new peg tube at a different abdominal site for enteral feeding only. It was reported that the patient will be using both peg tubes, one for duodopa therapy and the other for enteral feeding.